Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported and does not have a 510k. Therefore, the item was corrected on the complaint file and the lot number was not considered. The item was not changed on the MDR, because the system will not allow it, only this information was inserted.

Event description:
1000402150: the dentist reported that after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. The patient presented bone type ii.

Manufacturer narrative:
The lot number was informed incorrectly. Therefore, it was disconsidered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. The patient presented bone type ii.